Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock about eight months ago. The device was re-programmed. No additional information was obtained. At this time, the device remains in service. No adverse patient effects were reported.